Manufacturer narrative:
Patient was not injured. The device was returned and evaluated by the manufacturer. The failure mode could not be reproduced during the device evaluation when tested for electrical continuity, insulation integrity, and electrocautery using a monopolar generator.

Event description:
Physician reported that the device emitted sparks during use. Resident assistant was shocked by the device during the procedure. Patient was not harmed.